Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the intervention and event details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. This information was received from the mechanical circulatory support product surveillance registry study. Brand name: heartware ventricular assist system: battery, model #: 1650 / catalog #: 1650 / expiration date: 30-june-2022 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 09-june-2021, labeled for single use: no, (B)(4), brand name: heartware ventricular assist system: battery, model #: 1650 / catalog #: 1650 / expiration date: 30-sept-2022 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 10-sept-2021, labeled for single use: no, (B)(4), brand name: heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 31-dec-2019 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 29-dec-2018, labeled for single use: no, (B)(4), brand name: heartware ventricular assist system: controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 31-oct-2021 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 08-oct-2020, labeled for single use: no, (B)(4), if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that log file review indicated the ventricular assist device (vad) exhibited low flow alarms and a steady climb in power to high power with high watt alarms. It was noted that grinding was coming from the pump upon auscultation. Based on the logfiles and sound, a thrombus was suspected. The patient¿s anticoagulation was subtherapeutic. The patient was admitted and given tissue plasminogen activator (tpa). The patient¿s power came down and normalized but five days later began to increase again. It was also reported that the controller had corrosion on the terminal and one battery exhibited power switching and corrosion on the terminal. In addition, logfile review indicated that two other batteries exhibited a communication error. The vad, controller and two batteries remain in use and one battery was taken out of service. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the controller was exchanged. It was also reported that the controller was on the patient for approximately six months and was exhibiting vad disconnects on various batteries.

Manufacturer narrative:
A supplemental report is being submitted for an update to: -b5.desc evt problem investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional products: d4: serial or lot#: (B)(6) d9: yes 2022-07-28 h3: yes h6:FDA method code(s): b01, b15 h6 :FDA result code(s): c04 h6: FDA conclusion code(s): d02 d4: serial or lot#: (B)(6) h6:FDA method code(s): b15, b17 h6:FDA result code(s): c04 h6:FDA conclusion code(s): d02 d4: serial or lot#: (B)(6) h6:FDA method code(s): b15, b17 h6:FDA result code(s): c04 h6:FDA conclusion code(s): d02 d4: serial or lot#: (B)(6) d9: yes 2022-07-28 h3:yes h6:FDA method code(s): b01, b15 h6:FDA result code(s): c04, c07, c15, c0706, c06 h6:FDA conclusion code(s): d02, d01, d11 d4: serial or lot#: (B)(6) h6:FDA method code(s): b15, b17 h6:FDA result code(s): c04 h6: FDA conclusion code(s): d02 product event summary: the ventricular assist device (vad) (B)(6) and three (3) batteries (B)(6) were not returned for evaluation. One (1) controller (B)(6) and one (1) battery (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual inspection and functional testing. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed contamination in the serial port and the pump connector. Visual inspection and visual evidence provided by the site revealed evidence of corrosion within power port two (2). Further visual inspection revealed a damaged communication pin within power port two (2). A visual inspection under 10x magnification revealed a crack on the corner of the controller housing near the serial port. An internal inspection did not reveal evidence of fluid ingress. Supplemental testing was performed on the controller and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. The observed contamination and crack are additional findings not related to the reported event. The most likely root cause of the observed contamination within the serial port and pump connector can be attributed to the handling of the device. Based on an investigation, the root cause of the crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00450834 was opened to investigate cracks on the internal threaded posts with controller 2.0. Log file analysis associated with (B)(6) revealed sustained increases in power consumption and estimated flows on 07/jun/2022 and on 13/jun/2022, each followed by subsequent decreases in power consumption and estimated flows; 137 high watt alarms have been logged since 08/jun/2022 and 60 low flow alarms have been logged since 13/jun/2022. In addition, log files revealed multiple suction events logged within the analyzed period since 14/jun/2022. Log file analysis revealed that the controller in use during the reported event, (B)(6), contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving (B)(6) within the analyzed period. Analysis of the alarm log file did not reveal any power disconnect alarms within the analyzed period; however, review of the data log file revealed instances involving (B)(6), where the batteries' relative state of charge (rsoc) were between 101-201, which is indicative of communication error s. A communication error will trigger a power disconnect alarm if the other power source is a battery with a rsoc greater than 25%. Review of the alarm log file associated with (B)(6) revealed a vad disconnect alarm was logged on 27/jun/2022 at 11:17:28 due to a physical disconnection of the driveline from the controller, likely due to troubleshooting during the controller exchange. Review of the available controller log files associated with (B)(6) revealed that the controller was not in use during the reported event and was likely the patient's back up controller. Review of the alarm log file associated with (B)(6) revealed a vad disconnect alarm logged on 22/jun/2022 at 14:47:31, due to the controller powered up without the driveline connected during troubleshooting. Information received from the site indicated that, in addition to the low flow, high power, and suction events, it was noted that a grinding sound was heard from the pump upon auscultation and thrombus was suspected. The patient¿s anticoagulation was subtherapeutic. The patient was admitted and given tissue plasminogen activator (tpa). Of note, it was reported by the site that the thrombus was said to have resolved with a second round of tpa, which corresponds with the observed decreases in power and flows in the log files. The patient went to the clinic for an echocardiogram to adjust the speed. The patient then experienced nausea and vomiting and an ambulance was called. The patient reported to have had blurry vision for approximately two hours the day before. Upon arrival to the emergency room (ER) the patient felt ¿ok¿ and the circadian rhythm was ¿off¿. The patient¿s lactate dehydrogenase (ldh) had increased, their international normalized ratio (inr) was 2.0, and the vad speed was decreased. The plan was to give the patient fluids and figure out what was going on. It was further reported that the patient was admitted with chest pain and that the patient had an acute kidney injury (aki) on chronic kidney disease (ckd) which was related to the second thrombus which also improved. The patient was started on milrinone and stop when the left vad thrombus improved. The patient also experienced low flow event which correlated with a symptomatic episode of non-sustain ventricular tachycardia (nsvt) per telemetry. An echocardiogram was performed and showed no evidence of worsen right ventricle (rv) failure. The patient was treated with metoprolol to treat the nsvt. It was noted that there were five low flow alarms that coincided with palpitations. With the decrease in vad speed, the patient's mean arterial pressure (map) improved and the patient was referred to electrophysiology (ep) for arrhythmias. The patient later complained of headache and had map of 92 and heart rate (hr) of 58. The patient speed was further decreased to prevent suctioning. The patient was stable on floor until the patient was later discharged. Based on the available information, the device may have caused or contributed to the reported event. The reported pump noisy event could not be confirmed due to insufficient evidence. The reported high power, low flow, suction, power disconnect alarms, vad disconnect alarm, premature power switching, and controller port corrosion events were confirmed. A power source lubrication procedure was performed on (B)(6) in accordance with the requirements on 30/aug/2019. (B)(6) were lubricated prior to release. Based on an investigation conducted under CAPA pr00384004, the root cause of observed damaged socket pin within power port connector is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controllers. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. The most likely root cause of the premature power switching can be attributed to momentary disconnections due to the damaged pin causing intermittent connections and/or due to temporary corrosion of the controller-port/power-source pins. The most likely root cause of the reported corrosion event can be attributed to worn gold-plating of the pins, exposing the base metal. Possible root causes of the communication errors, and resulting power disconnect alarms, can be attributed to the controller not receiving responses from the batteries, the packet error checking method detecting bit errors, and/or due to momentary disconnections on the communication pins of the controller, likely due to a damaged communication pin. A possible root cause of the reported vad disconnect alarm may be attributed to a physical disconnection of the driveline from the controller during a controller exchange and/or a controller being powered up without a driveline connected. Based on the risk documentation, the reported "pump grinding sound" event may be attributed to multiple factors including but not limited to thrombus within the device leading to impeller imbalance or the placement of the pump which allows contact with fixed or rigid anatomical structure. Based on the risk documentation, possible causes of the reported low flow and suction event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, device thrombus, pain, renal dysfunction and cardiac arrhythmia are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of chest pain and outflow stenosis events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that approximately twenty-nine days later from the first thrombus suspicion and alarms, and after the patient had been discharged from the hospital, the patient went to the clinic and experienced suction events. Of note, the thrombus was said to have resolved with a second round of tissue plasminogen activator (tpa). The ventricular assist device (vad) speed was decreased, and the following arrived again to the clinic for an echocardiogram to adjust speed further. The patient then experienced nausea and vomiting and an ambulance was called. It was further reported that one vad disconnect alarm was exhibited and the cause for it was unable to be explained. Of note, the patient reported to have had blurry vision for approximately two hours the day before and low flow alarms. Upon arrival to the emergency room (ER) the patient felt ¿ok¿. It was noted that the power and flows were within normal limits, but the circadian rhythm was ¿off¿ and lots of suction was noted. There was power disconnect alarms which were attributed to known corrosion on the power port. The patient¿s lactate dehydrogenase (ldh) had increased to 500's from 300's and their international normalized ratio (inr) was 2.0. Of note, the vad speed was decreased to 2740 from 2760. It was further reported that plan was to give the patient fluids and figure out what was going on. The patient¿s inr goal was updated to 2.5-3 and the site was holding off on a controller exchange due to previous thrombus but were considering it before the patient is discharged.

Manufacturer narrative:
###A supplemental is being submitted for additional information. Additional information: - b5 desc evt problem: additional information of additional malfunctions and adverse events experienced from the patient post hospital release as well as inr values, vad speed adjustments, and recurrent low flow alarm and power disconnect. - h6 patient codes (ime/annex e): updated to include codes e083901, e1020, and e1032 - h6 imf (annex f) health impact: updated to include code f2203 - h10 addt manufacturer for MDR: updated the ime and imf codes for the additional products additional products: (B)(6) ¿ battery h6: patient ime code(s): e083901, e1020, e1032 h6: imf code(s): f2203 (B)(6)¿ battery h6: patient ime code(s): e083901, e1020, e1032 h6: imf code(s): f2203 (B)(6)¿ battery h6: patient ime code(s): e083901, e1020, e1032 h6: imf code(s): f2203 (B)(6)¿ controller 2.0 h6: patient ime code(s): e083901, e1020, e1032 h6: imf code(s): f2203 investigation of this event is pending and a supplemental report will be sent upon its completion.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a correction to: b3. Date of event: changed from 08-june-2022 to 24-may-2022 b6. Laboratory data investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that an additional battery exhibited a communication error. The battery remains in use. (B)(6) 2022, it was further reported that the patient was admitted with chest pain and that the patient had an acute kidney injury (aki) on chronic kidney disease (ckd) which was related to the second thrombus which also improved. The patient was started on milrinone and and stop when the left vad thrombus improved. The patient also experienced low flow event which correlated with a symptomatic episode of non-sustain ventricular tachycardia (nsvt) per telemetry. An echocardiogram was performed and showed no evidence of worsen right ventricle (rv) failure. The patient was treated with metoprolol to treat the nsvt. It was noted that there were five low flow alarms that coincided with palpitations. There was a decrease in vad speed to 2760, and with that decrease the patient's mean arterial pressure (map) improved from 58 to 72 and then the patient was referred to electrophysiology (ep) for arrhythmias. The patient later complained of headache and had map of 92 and heart rate (hr) of 58. The vad exhibited low flows and slight power increase and the controller e xhibited a power disconnect on the previous day which the patient could not recall. The patient was said to be dehydrated and was then hydrated and the vad speed was decreased from 2760 to 2680 to prevent suctioning. The patient was stable on floor until the patient was later discharged.

Manufacturer narrative:
A supplemental report is being submitted for additional event details and patient information. The event description and annex e codes have been updated. The patient's age has been updated from 53 to 61, date of birth has been updated from (B)(6) 1969 to (B)(6)1961 and weight has been updated to 216 pounds. This supplemental is also based on the receipt of a maude report. Section f has been updated to reflect that report. Maude database report number: (B)(4), f1 user facility f2 uf/importer report number: f3 user facility name/address: name:(B)(6) hospital address: (B)(6), f4 contact person: (B)(6), f5 phone number:(B)(6), f6 date user facility became aware of the event: f7 type of report: initial f8 date of this report: jul -2022 f9 approximate age of device: f10 event problem codes: f11 report sent to FDA: f12 location where event occurred: hospital, critical care f13 report sent to manufacturer: unknown f14 manufacturer name and address MFR. Name: medtronic, plc addl: 14400 nw 60th ave city: miami lakes state: fl zip: 33014 additional products: d4: serial or lot#:(B)(6), d10: yes, return date: 28-jul-2022 dev rtn to MFR? Yes h6: patient ime code(s): e0601, e2321, e060109, e130501, e233001 d4: serial or lot#:(B)(6), d10: yes, return date: 15-jul-2022 dev rtn to MFR? Yes h6: patient ime code(s): e0601, e2321, e060109, e130501, e233001 d4: serial or lot#:(B)(6), d10: yes, return date: 15-jul-2022 dev rtn to MFR? Yes h6: patient ime code(s): e0601, e2321, e060109, e130501, e233001 d4: serial or lot#:(B)(6), d10: yes, return date: 28-jul-2022 dev rtn to MFR? Yes h6: patient ime code(s): e0601, e2321, e060109, e130501, e233001 h6: FDA device code(s): a12, a18 d4: serial or lot#:(B)(6), h6: patient ime code(s): e0601, e2321, e060109, e130501, e233001 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (B)(6) and three (3) batteries (B)(6) were not returned for evaluation. One (1) controller (B)(6) and one (1) battery (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual inspection and functional testing. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed contamination in the serial port and the pump connector. Visual inspection and visual evidence provided by the site revealed evidence of corrosion within power port two (2). Further visual inspection revealed a damaged communication pin within power port two (2). A visual inspection under 10x magnification revealed a crack on the corner of the controller housing near the serial port. An internal inspection did not reveal evidence of fluid ingress. Supplemental testing was performed on the controller and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. The observed contamination and crack are additional findings not related to the reported event. The most likely root cause of the observed contamination within the serial port and pump connector can be attributed to the handling of the device. Based on an investigation conducted under CAPA pr00517125, the root cause of the crack found at the corner of the controller was determined to be due to environmental stress cracking from a combination of chemical incompatibility and mechanical stresses. The chemical incompatibility is attributed to mineral oil leaching from the controller¿s housing gasket and migrating to the controller housing. The mechanical stresses are caused by the ultrasonic welding of inserts located within the corners¿ thinner wall. Log file analysis associated with (B)(6) revealed sustained increases in power consumption and estimated flows on 07-jun-2022 and on 13-jun-2022, each followed by subsequent decreases in power consumption and estimated flows; 137 high watt alarms have been logged since 08-jun-2022 and 60 low flow alarms have been logged since 13-jun-2022. In addition, log files revealed multiple suction events logged within the analyzed period since 14-jun-2022. Log file analysis revealed that the controller in use during the reported event, (B)(6) , contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving (B)(6) within the analyzed period. Analysis of the alarm log file did not reveal any power disconnect alarms within the analyzed period; however, review of the data log file revealed instances involving (B)(6) where the batteries' relative state of charge (rsoc) were between 101-201, which is indicative of communication error s. A communication error will trigger a power disconnect alarm if the other power source is a battery with a rsoc greater than 25%. Review of the alarm log file associated with (B)(6) revealed a vad disconnect alarm was logged on 27-jun-2022 at 11:17:28 due to a physical disconnection of the driveline from the controller, likely due to troubleshooting during the controller exchange. Review of the available controller log files associated with (B)(6) revealed that the controller was not in use during the reported event and was likely the patient's back up controller. Review of the alarm log file associated with (B)(6) revealed a vad disconnect alarm logged on 22-jun-2022 at 14:47:31, due to the controller powered up without the driveline connected during troubleshooting. Information received from the site indicated that, in addition to the low flow, high power, and suction events, it was noted that a grinding sound was heard from the pump upon auscultation and thrombus was suspected. The patient¿s anticoagulation was subtherapeutic. The patient was admitted and given tissue plasminogen activator (tpa). Of note, it was reported by the site that the thrombus was said to have resolved with a second round of tpa, which corresponds with the observed decreases in power and flows in the log files. The patient went to the clinic for an echocardiogram to adjust the speed. The patient then experienced nausea and vomiting and an ambulance was called. The patient reported to have had blurry vision for approximately two hours the day before. Upon arrival to the emergency room (ER) the patient felt ¿ok¿ and the circadian rhythm was ¿off¿. The patient¿s lactate dehydrogenase (ldh) had increased, their international normalized ratio (inr) was 2.0, and the vad speed was decreased. The plan was to give the patient fluids and figure out what was going on. It was further reported that the patient was admitted with chest pain and that the patient had an acute kidney injury (aki) on chronic kidney disease (ckd) which was related to the second thrombus which also improved. The patient was started on milrinone and stop when the left vad thrombus improved. The patient also experienced low flow event which correlated with a symptomatic episode of non-sustain ventricular tachycardia (nsvt) per telemetry. An echocardiogram was performed and showed no evidence of worsen right ventricle (rv) failure. The patient was treated with metoprolol to treat the nsvt. It was noted that there were five low flow alarms that coincided with palpitations. With the decrease in vad speed, the patient's mean arterial pressure (map) improved and the patient was referred to electrophysiology (ep) for arrhythmias. The patient later complained of headache and had map of 92 and heart rate (hr) of 58. The patient speed was further decreased to prevent suctioning. The patient was stable on floor until the patient was later discharged. Based on the available information, the device may have caused or contributed to the reported event. The reported pump noisy event could not be confirmed due to insufficient evidence. The reported high power, low flow, suction, power disconnect alarms, vad disconnect alarm, premature power switching, and controller port corrosion events were confirmed. A power source lubrication procedure was performed on (B)(6) in accordance with the requirements under fsca cvg-18-q4-19 on 30/aug/2019. (B)(6) were lubricated prior to release. Based on an investigation conducted under CAPA pr00384004, the root cause of observed damaged socket pin within power port connector is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controllers. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. The most likely root cause of the premature power switching can be attributed to momentary disconnections due to the damaged pin causing intermittent connections and/or due to temporary corrosion of the controller-port/power-source pins. The most likely root cause of the reported corrosion event can be attributed to worn gold-plating of the pins, exposing the base metal. Possible root causes of the communication errors, and resulting power disconnect alarms, can be attributed to the controller not receiving responses from the batteries, the packet error checking method detecting bit errors, and/or due to momentary disconnections on the communication pins of the controller, likely due to a damaged communication pin. A possible root cause of the reported vad disconnect alarm may be attributed to a physical disconnection of the driveline from the controller during a controller exchange and/or a controller being powered up without a driveline connected. Based on the risk documentation, the reported "pump grinding sound" event may be attributed to multiple factors including but not limited to thrombus within the device leading to impeller imbalance or the placement of the pump which allows contact with fixed or rigid anatomical structure. Based on the risk documentation, possible causes of the reported low fl ow and suction event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, device thrombus, pain, renal dysfunction and cardiac arrhythmia are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of chest pain and outflow stenosis events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that two batteries were removed from service.

Manufacturer narrative:
A supplemental report is being submitted for correction. B5 describe event or problem was updated. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental is being submitted for additional information. Additional information: - b5 desc evt problem: updated to include additional battery with communication error - h10 addt manufacturer for MDR: updated to include the additional device details. D1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-sept-2022 / serial#: (B)(6), UDI #: (B)(4), d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 16-sept-2021 h5: no h6: patient ime code(s): e0514, e1020, e083901, e1032 h6: imf code(s): f08, f1203, f2303, f2203 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that an additional battery exhibited a communication error. The battery remains in use.